Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the mildly tortuous and heavily calcified circumflex artery. A 2.00mm x 20mm emerge balloon catheter was used to dilate the lesion. The device was inflated twice at nominal pressure and on the 2nd inflation it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of an emerge balloon catheter with an emerge product pouch. There was blood in the hub, inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. There were multiple kinks throughout the shaft. The distal tip was flattened. Microscopic examination of the balloon and shaft revealed a circumferential tear 4.5mm distal of the proximal markerband and 17mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the mildly tortuous and heavily calcified circumflex artery. A 2.00mm x 20mm emerge¿ balloon catheter was used to dilate the lesion. The device was inflated twice at nominal pressure and on the 2nd inflation it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).